Event description:
The catheter was sheered off at the last 7cm. Add'l surgery was required.

Manufacturer narrative:
The complaint of a break in the catheter is confirmed. Gross and microscopic examinations of the complaint sample reveal a complete break in the tecoflex catheter material. It is possible the break manifested itself after the catheter was perforated by the introducer needle. Cross sectional views of the break site indicate the introducer needle punctured the catheter prior to breaking completely during the placement procedure has the potential to cause damage to the catheter. Gross and microscopic examinations of the guidewire reveal a bend in the guidewire. The product instructions for use (IFU) provide written and illustrated info on proper placement techniques and to avoid circumstances that could jeopardize the functionality of the catheter. Gross visual, microscopic examinations and functional testing show no evidence of a defect or deformity related to the mfg process. This may be a user technique issue. A lot history review (lhr) is not possible, as no mfg lot number info has been provided by the complainant.